Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 275cc saline breast prostheses that both deflated after implantation. Bilateral deflation was diagnosed by a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient¿s scheduled explantation date is (B)(6) 2021.. Reason for device explant and/or reoperation: bilateral breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).